Event description:
The customer reported obtaining erroneously low platelet (plt) results for a single (1) patient sample from the coulter lh 750 hematology analyzer. The customer stated that the instrument did not flag the erroneously low plt results. The customer performed a manual slide review and discovered that the low plt results were incorrect. The customer indicated that the results were not reported out of the laboratory, and there was no change or affect to patient treatment in connection with this event. Beckman coulter reviewed the provided customer's data and noted that the sample was initially run on lh 750 serial number (B)(4) and subsequently repeated on an alternate lh 750 serial number (B)(4). Both instruments generated lower plt results with no plt specific flags or suspect messages when compared to the manual slide review. Plt clumps were not seen, and all other parameters correlated between both instruments. The customer accepted the manual slide review as correct. This report references the lh 750 serial number (B)(4). Please refer to medwatch report number 1061932-2014-00567 for the report on lh 750 serial number (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. Raw data was not collected for the lh 750 serial number (B)(4) referenced in this report. However, beckman coulter reviewed the provided raw data and histogram from the lh 750 serial number (B)(4) (medwatch report number 1061932-2014-00567) and concluded that the number of events per second from the raw data behaved normally. The histogram exhibits a log-normal curve and there was no gating error by the algorithm. All three (3) apertures recovered similar results without any vote out. In conclusion, the available information reasonably suggests that the system has malfunctioned. However, the cause of the event cannot be determined. All related medwatch reports associated with this event: 1061932-2014-00567, 1061932-2014-00568.